Manufacturer narrative:
The device is expected to be returned for analysis; however, it has not been received. Upon return of the product for evaluation a supplemental report will be submitted with the evaluation findings. Upon receipt of the results for the device service history record review, a supplemental report will be submitted with the findings.

Event description:
It was reported that there were inaccurate blood pressure readings with the clearsight pressure controller. The system was being setup before patient use when it was noted that there was no cuff pressure, no waveform and no readings on the monitor screen. The clinicians removed the system. The edwards representative arrived later the same day to troubleshoot to isolate the issue. When he connected the components to himself, the monitoring started. However, the blood pressure readings were 20 to 25 points lower than expected. There were no alarms or error messages noted. He isolated the issue to the pressure controller by exchanging it with a different pressure controller, then everything worked normally. There were no further issues. There are no patient demographics, there was no patient involvement.

Manufacturer narrative:
One clearsight pressure controller was received for product evaluation. The suspect unit was connected to a known good working clearsight system for analysis and testing. The known good working heart reference sensor performed zeroing successfully. There were normal waveforms and blood pressure readings obtained three times on finger cuff port 1 and finger cuff port 2. There were no error messages displayed. The measurement readings were appropriately 120/80 and 121/81. There was pressure that was applied to cuff 1 and cuff 2 and to the hrs device to test for intermittent connections. The measurements did not change. The ft3 functional test was performed and it passed the test. There was no defect found. The device service history record review was completed and all manufacturing inspections passed with no non-conformances. The reported event could not be confirmed by evaluation. There is no evidence or indication that a manufacturing defect is responsible for the reported event. With any hemodynamic monitoring, pressure readings can change quickly and dramatically. Pressure readings should correlate with the patient¿s clinical manifestations. Issues such as poor finger perfusion, improperly applied finger cuff, incorrectly sized finger cuff, improper application of the hrs or failing to zero the hrs sensor may lead to inaccurate hemodynamic measurements. The operators manual instructs the use on these above stated factors that can lead to inaccurate values. It is unknown if user or procedural factors played a role in the stated event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review. The UDI information is (B)(4).